Event description:
During a remote follow-up, inappropriate high-voltage (hv) therapy was delivered on the device due to an incorrect interpretation of signal. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.